Manufacturer narrative:
Event occurred during a kit inspection. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.

Event description:
On (B) (6) 2009, the sales representative reported that during a kit inspection, it was identified that the screw was disassembled. This malfunction has resulted in an adverse event in the past.